Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b5, h6 patient and device codes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received for medical records. Patient received a left knee revision to treat chronic progressive pain secondary to tibial tray loosening. Upon entering the joint, the surgeon identifies, debrides, and send for culture tibial scar tissue and tibial edema. The tibial tray is grossly loose and debonded at the cement to implant interface and revised. The femoral component is well- fixed but revised. The patella is well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi (B)(6) 2016, doi: (B)(6) 2018, left knee. Of note serial joint aspirate identified elevated wbcs and cbc studied identified an elevated crp and esr. The surgeon suspects infection, but, to date, cultures have been negative for infection. The aspirate and blood culture results will be captured with the patient code inflammation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Primary attune total knee implanted to treat degenerative joint disease of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications.